Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient's mother confirming the reported event. However, without the device being returned for investigation, a root cause cannot be determined. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when attempting to insert the sensor wire the cannula detached from the sensor applicator. Attempted insertion site was at the patient's arm. No additional event or patient information is available.